Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support for drain complication encountered message received during drain 4 of 6 while completing treatment utilizing the liberty select cycler with cycler set. The contact stated the patient was being treated for peritonitis and this was the first night back using the liberty select cycler. No further information pertaining to the peritonitis event was provided. An attempt to obtain additional information from the patient¿s peritoneal dialysis registered nurse (pdrn) was unsuccessful. The pdrn refused to provide any details pertaining to the patient or the event stating they were a private clinic. Additional attempts to contact the patient were unsuccessful as well.